Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pelvic pain,pain') and syncope ('fainting') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, chronic cervicitis, adenomyosis and paratubal cyst. Concomitant products included ibuprofen, oxycodone since 2017 and paracetamol (tylenol). In 2009, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dry skin ("dry skin,extremely dry skin"). On (B)(6)2011, the patient experienced migraine ("migraines / headaches"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue") and urticaria ("hives on arms"). In (B)(6)2012, the patient experienced nausea ("nausea"). In 2014, the patient experienced tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). On (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) /long menstrual cycles"), the first episode of uterine pain ("uterine pain"), pelvic floor dyssynergia ("spastic pelvic floor syndrome") and the second episode of uterine pain ("pain uterine"). In (B)(6)2017, the patient experienced depression ("depression"). On an unknown date, the patient experienced syncope (seriousness criterion medically significant), dizziness ("dizziness"), night sweats ("night sweats"), insomnia ("insomnia"), rash ("rashes or skin conditions type") and hypersensitivity ("allergic"). The patient was treated with surgery (total laproscopic hysterectomy, bilateral salpingectomy and cytoscopy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the syncope, tooth disorder, dysmenorrhoea, alopecia, nausea, migraine, dizziness, night sweats, insomnia, dry skin, pelvic floor dyssynergia, rash, hypersensitivity, fatigue, urticaria and the last episode of uterine pain outcome was unknown and the depression and weight increased had not resolved. The reporter considered alopecia, depression, dizziness, dry skin, dysmenorrhoea, fatigue, hypersensitivity, insomnia, menorrhagia, migraine, nausea, night sweats, pelvic floor dyssynergia, pelvic pain, rash, syncope, tooth disorder, urticaria, vaginal haemorrhage, weight increased, the first episode of uterine pain and the second episode of uterine pain to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported 2009, now in current pfs (B)(6)19) date(s) of insertion was : (B)(6)2011 right ostia identified. Essure device placed. 3 coils. Visualized. Essure device placed in left ostia. 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: uterine pain, pelvic pain,spastic pelvic floor syndrome. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : following events were added : hives on arms. On 17-sep-2019: pfs received : fu(2) and (3) processed together. Following events were added : pain uterine. Reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female / chronic pelvic pain") and syncope ("fainting") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, chronic cervicitis, adenomyosis and paratubal cyst. Concomitant products included ibuprofen, oxycodone since 2017 and paracetamol (tylenol). In 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) /long menstrual cycles"), uterine pain ("uterine pain") and pelvic floor dyssynergia ("spastic pelvic floor syndrome"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraines / headaches"), headache ("migraines / headaches"), depression ("depression"), dizziness ("dizziness"), night sweats ("night sweats"), insomnia ("insomnia"), dry skin ("dry skin"), rash ("rashes or skin conditions type: "), hypersensitivity ("allergic") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral; salpingectomy and cytoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the syncope, tooth disorder, dysmenorrhoea, alopecia, nausea, migraine, headache, dizziness, night sweats, insomnia, dry skin, uterine pain, pelvic floor dyssynergia, rash, hypersensitivity and fatigue outcome was unknown and the depression and weight increased had not resolved. The reporter considered alopecia, depression, dizziness, dry skin, dysmenorrhoea, fatigue, headache, hypersensitivity, insomnia, menorrhagia, migraine, nausea, night sweats, pelvic floor dyssynergia, pelvic pain, rash, syncope, tooth disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported 2009, now in current pfs ((B)(6) 2019) date(s) of insertion was : (B)(6) 2011. Right ostia identified. Essure device placed. 3 coils visualized. Essure device placed in left ostia. 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: uterine pain, pelvic pain,spastic pelvic floor syndrome. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs & mr received. Case was upgraded to incident due to specific events. Date of removal was added. Reporter's information was added. Patient's demographics were added. Added event abnormal bleeding(vaginal, menorrhagia),dental problems, dysmenorrhea (cramping), hair loss, pain, nausea, migraines, headaches, depression, rashes or skin conditions, weight gain, dizziness, fainting, allergic, night sweats, insomnia, dry skin and long menstrual cycles, spastic pelvic floor syndrome, uterine pain. Concomitant condition, concomitant drug, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.